Event description:
The account stated that the architect troponin reagent has generated false reactive results on 3 patient samples (one with lot 37043un10, two with lot 39419un10) . The account provided the following results; units of measurement is ng/ml. Pt #1: date: results: (B)(6) 2010. 0.24/ 0.01/ <0.01. The account's cutoff for troponin is 0.1 ng/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: troponin reagent list 2k41-28, lot 39419un10. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Continued from concomitant medical products, troponin reagent list 2k41-28 lot 3419un10. Expiration date 3/31/2011 manufacture date 4/2010. Result: our investigation determined that this product is performing as intended. We calibrated one instrument using a file kit of reagent lot 37043un10 and approved file kits of calibrators and abbott controls within dating. Then, we tested a single replicate of a patient's sample both neat and undiluted. On another instrument, we calibrated a file kit of reagent lot 39419un10 with approved file kits of calibrators and abbott controls. The pairing of reagent lot and the returned patient samples reflects the same pairing the customer had tested in there laboratory. These results were not consistent with the results the customer obtained. In addition to the returned samples, we also tested an internal troponin-I panel with both reagent lots 37043un10 and 39419un10. The result was within specification for both lots. This demonstrates that our assay can accurately detect a known concentration of troponin-I. All testing materials were stored and maintained at our facility. Finally, we reviewed reports received to-date to determine if others have experienced the issue encountered at the customer's facility. Our review of this data did not identify any problematic complaint activity that would indicate this product is performing contrary to its claims. Our investigation determined that this product is performing as intended. It is meeting safety, effectiveness and label claims.